Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Lot number, expiration date and UDI number not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that screw unihgs fractured. Patient bruxist. Lower part of the screw was returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report .b5: describe event or problem g4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One gold-tite® square uniscrew (unisg) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use with damage to the drive features. The screw is fractured at the threaded region. The patient is noted to have a history of bruxism and clenching. The reported product was located on unknown tooth site and used for approximately 11 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the unisg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
It was reported that screw unisg fractured. Patient bruxist. Lower part of the screw was returned.